Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2004 and mesh was implanted. It was reported that patient had a revision surgery on (B)(6) 2004. No additional information was provided.

Manufacturer narrative:
(B)(4). This emdr represents supplemental report # (B)(4) for previously submitted MDR number 2210968-2017-70666 , subject of a litigation complaint summary exemption no. E2013037. The referenced exemption was revoked effective may 15, 2019. This report does not represent a new reportable event. The information included in this report was submitted outside the required timeframe due to the extended use of exemption e2013037 beyond its revoke date, as documented under (B)(4) (ethicon¿s internal reference number).